Event description:
Complainant snt from a nurse to reshape customer service: port leaking loss os restriction confirmed on 01/23/2024 via port replacement.

Manufacturer narrative:
Investigation is pending waiting for the unit to be returned.

Manufacturer narrative:
The complaint could not be evaluated as the product has not been returned for the analysis. The port assembly lot 75cj2745 associated with the complaint was reviewed. The port was manufactured and assembled to specification and no deviations or ncmrs were noted related to device functionality. Unable to determine root cause or conduct trending analysis. No further action is to be taken unless the unit is returned for analysis. No new risks were identified. No correction or corrective action is required.